Event description:
Same case as MDR ID: 2134265-2015-01891. It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. After the transeptal puncture, the 27mm watchman ® laa closure device & delivery system was advanced through the watchman® access system. The watchman closure device was deployed too deep in the laa, so it was partially recaptured and attempted to be deployed again. The physician then noticed pericardial effusion of 3.5 cm in the transesophageal echocardiogram (tee). Therefore, the device was fully recaptured without any issue and removed. The physician performed a pericardiocentesis reducing the pericardial effusion to 1 cm; however, blood could no longer be aspirated because of a clot. The laac procedure was not completed. Due to the patient's condition, the physician transferred him to heart surgery. The surgical details are unknown, but the patient is currently stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).